Event description:
This ra lead was implanted on (B)(6) 2010. A call to technical services on 12/3/10 states that there is no atrial sensing or capture at implant. Thought maybe some real fine af being under sensed some. Also is pacing in the atrium but is not capturing doc thinks that this is a silent atrium. They changed to doi-not sure why. They are seeing multiple spikes on the nurse EKG monitor. She would like to minimize this. Wondering about going wi. Could do that if atrium is not responding anyway. It is up to physician to decide. She was going to try wi and then go look at the monitor to see if multiple spikes went away. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).